Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported enlargement and accumulation of right parasternal lymph nodes. Additional report of "multiple liver metastases and multiple bone metastases were observed, and chemotherapy was started based on the diagnosis of lymph node metastasis" which was deemed not device related. The device has been explanted.